Event description:
It was reported that the patient presented to the emergency room because of feeling fatigued. The caller was unable to establish telemetry or elicit a magnet response from the device. Follow-up indicated the patient was seen by a competitive physician and it is believed that the device was changed out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.